Event description:
The following information was reported: the doctor reported that the sealant was shuttled down properly to a hard stop, the sheath was then retracted, the sealant was sitting on the skin fully exposed beside the distal end of the tamp tube. Manual compression was applied for <30 minutes. The patient was not hospitalized. Physician's opinion: mynx did not properly deploy, proper steps performed but sealant was not delivered properly. Additional information: the user shuttled down completely. No resistance was noticed when shutting down. No kinks were observed. Procedure type: diagnostic peripheral stick location: common femoral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1416705) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).